Manufacturer narrative:
The service engineer did not observe a problem with the ise during the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. Data was provided for two patient samples with erroneous na results. The erroneous results were not reported outside of the laboratory. The first patient sample initially resulted with an na value of 242.6 mmol/l, which repeated as 140.2 mmol/l. The second patient sample initially resulted with an na value of 126.0 mmol/l, which repeated as 143.2 mmol/l. No adverse events were alleged to have occurred with the patients. The na electrode lot number and expiration date were asked for, but not provided.